Event description:
Event description cpi received information that this unipolar lead was explanted due to an increase in threshold and impedance measurements. A chest x-ray before the lead revision shows a wire rupture 3mm from the connector. The physician elected to perform an invasive procedure to remove the lead.